Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the patient had a blood glucose of 600 mg/dl, small ketones, and excessive urination. Patient corrected with an insulin injection and continues on pump time/date were accurate, basal and bolus histories were as expected. Trouble shooting with customer technical support did not reveal any specific delivery issues but cts attributed the event to an alleged inaccurate delivery issue. This complaint is being reported because the patient experienced hyperglycemia and the pump was not ruled out as causing/contributing to the hyperglycemic event.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/15 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: testing was unable to duplicate the complaint. The black box shows an unexplained por on (B)(6) 2015 05:58; deliveries never resumed. The last bolus delivery was on (B)(6) 2015. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unrelated to the complaint, the display screen has a pinkish contrast. Battery compartment is cracked below the bumper pad. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.